Event description:
The hospital reported that during a procedure, it was observed little foreign bodies sticking through the scope inside the patient leg. It was not sure where these pieces came from. The foreign bodies were removed from the original incision after the harvesting was completed. It was reported that there was no broken part of the hemopro observed. No patient effect was reported.

Manufacturer narrative:
Investigation details: a white colored crescent shaped material (appeared to be plastic) was returned inside a specimen jar, which had a crescent shape like that of a "little baby's finger nail". It also had a strand that had a slight curl hanging from the main body. The white suspect foreign body could have possibly come from the lumen halves. These are plastic components, which are white in color and guide the hemopro device and scope into cannula. Since the harvesting cannula and hemopro tool were not returned, no further investigational analysis can be conducted at this point in time. A lhr review was completed, there was no nonconformance associated with this lot number.